Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: traverse; guide catheter: taiga. Factors that may contribute to the inability to advance/retract the stent delivery system (sds) over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. It was reported the traverse guide wire was previously used with another device prior to use with the xience v, which may have contributed to the reported difficulties. It is possible the coagulation of blood and contrast on the guide wire contributed to the difficulties advancing and retracting the guide wire. Additionally, as attempts were made to advance the sds over the guide wire inside of the guiding catheter, it is possible the sds was inadvertently torqued, resulting in resistance with the guiding catheter that may have caused damage to the stent, contributing to the reported resistance; however this could not be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Without the product to examine, a conclusive cause for the reported difficulties could not be determined. This type of reported event will continue to be monitored. To ensure this is not the result of product deficiency, all stent delivery systems are 100% visually inspected for damage at numerous points in the manufacturing process and proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. The traverse guide wire is being filed under a separate MFR number.

Event description:
It was reported that the lesion was in the left anterior descending artery, which was mildly tortuous, and mildly calcified. The traverse guide wire was advanced to the lesion. A non-abbott balloon was used for predilatation without any issues. When the xience v stent delivery system (sds) was advanced over the traverse guide wire, resistance was met inside the guiding catheter either between the sds and the guide wire or the sds and the guiding catheter. All devices were removed together from the patient as one unit. After removal of the devices from the patient, difficulty was experienced separating the devices from each other. The procedure was continued with three new devices. No adverse patient effects were reported. No additional information was provided.